Event description:
An aneurx stent graft system was implanted into a pt for the endovascular treatment of a contained ruptured abdominal aortic aneurysm. The pt was not an open surgical repair due to co-morbidities. Vessel morphology was reported to be severe aortic neck angulation of 90 degrees, moderate to severe peripheral vascular disease, moderate calcification, and severe tortuosity. The pt presented emergently with a contained ruptured aneurysm, the physician elected to treat the pt via endovascular treatment. The stent graft was implanted, however, due to the severe angulation of the aortic neck, the physician was unable to obtain a proximal seal. It was reported since the physician was unable to obtain a proximal seal the aneurysm continued to expand and ruptured. The physician believes that the pt expired due to pt's anatomy and health condition which resulted in the aneurysm rupturing. There will be no autopsy performed.

Manufacturer narrative:
Eval results/conclusion: (death, endoleak, rupture). (Presented with a contained ruptured aneurysm prior to device placement, severe aortic neck angulation of 90 degrees, moderate to severe peripheral vascular disease, moderate calcification, severe tortuosity and co-morbidities).